Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 229047, software analyzer. (B)(4).

Event description:
The radiofrequency programmer head originally returned a trade-in device was subsequently found during manufacturer's analysis to have its label missing its laminate and internal corrosion. There was no patient involvement.